Event description:
Guidant (now boston scientific crm) received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in the delivery of inappropriate shocks. Noise was noted on the ventricular rate/sense channel. Impedance readings of the non-guidant leads remained within normal limits. The patient was unable to reproduce noise with arm movements, isometrics, pocket manipulation or straining. Guidant received additional information from the patient that they were informed by a guidant representative that the right ventricular (rv) lead had dislodged. It was further reported that the patient's r-wave was very small. Additional information was received that the lead rv lead was taken out of service and replaced and the patient will be continue to be followed. The device was explanted and returned approximately five years later for analysis. Routine initial device testing indicated that detailed analysis was required.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. This issue is discussed in the q3 2010 product performance report.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.